Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the cannula was bent on the infusion set. The blood glucose reading was 300 mg/dl. Customer also reported receiving a no delivery alarm. Customer declined troubleshooting for the issue. Nothing further was reported.